Event description:
It was reported that the customer received a button error alarm from her insulin pump. Her blood glucose level was 137 mg/dl. Standard troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
The insulin pump buttons all responded properly. However, moisture damage was found at the keypad traces. No button error alarm was noted. The insulin pump was received with cracked battery tube threads, a cracked reservoir tube, cracked reservoir tube window, cracked reservoir tube lip and minor scratches on the display window.